Event description:
It was reported that the patient has a lead that is fractured. The investigation did not determine which lead is fractured. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000100657. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-17324. Additional information received reports that the patient underwent surgical intervention and the lead was explanted and replaced. During the procedure, the physician was not able to get the screws of the ipg to reengage and the ipg was then explanted and replaced.